Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery cap contact. With test battery cap, unit had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Unit passed self test and a21 test and no unexpected a17 or a21 error alarm noted. No cosmetic damage. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported that the customers had a off no power anomaly on the insulin pump. The customer's blood glucose level was 236 mg/gl. The customer stated that they not received a low battery alert prior to off no power alert. The customer reported that this is the second occurence off no power in less that than 24 hours after low battery warning. The customer was advised that the insulin pump is going to be replaced. No further information was reported.